Event description:
During a laparoscopic hysterectomy procedure, the electrosurgical electrode being used began to spark while inside the patient. The device was immediately removed from the operative field and sequestered. The electrosurgical settings were 40/40.